Manufacturer narrative:
The ICD was received for analysis. Before analyzing the device, the returned data were inspected. The returned ram dump data from (B)(6) 2017 at 10:33 o clock showed that the device activated the eos battery status on (B)(6) 2017 at 10:09 o clock. Furthermore, the available iegms from (B)(6) 2017 at 10:09 o clock showed external interfering signals in the rv and far-field channels. This led to the detection of a vf episode, resulting in the charging of a defibrillation shock, which was aborted by the activation of the eos status. Based on the characteristics of the noise signals, this event is attributed to the presence of strong electromagnetic fields during the MRI scan. At a next step the device was analyzed. The ICD could be properly interrogated by a clinical programmer, revealing the battery status mol1. The battery voltage of 3.08 v revealed a charged battery. The memory content of the device was inspected. The inspection revealed that the ICD was reset on (B)(6) 2017 at 13:36 o clock, which removed the eos status of the device. As a result of the reset, no further information is available regarding the event. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed and the device sensed the attached heart signals free of noise. The current consumption of the ICD was inspected and found to be within specifications. In conclusion, the device was verified to be fully functional. The observed device behavior resulted from a strong external magmatic field during the magnetic resonance imaging. There was no indication of a material or manufacturing problem.

Event description:
Patient received an MRI on a non MRI approved device. After the MRI, the device is at eos. Device remains implanted.